Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that on the same day of implantation procedure, loss of capture and impedance >2500 ohms were noted, suspecting an insulation damage. The lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin into two segments. The analysis revealed additional cuts into the insulation between 29 and 30 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high impedance and loss of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.